Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: four photos were received and evaluated. The photos depicted a strip of 5 safetyglide needles, confirmed to be from batch #9288716 (p/n 305917). The needle in the 3rd package was observed to have what appeared to be a black hub (22 gauge), versus the other four packages with green hubs (21 gauge). Mixed product was confirmed based on the photos provided. Complaint batch #9288716 (p/n 305917) ¿ 21 x 1-1/2.¿ full line clearance recorded performed with no issues. 10/18/2019. First piece inspection recorded performed with no issues. 10/18/2019. 60 hourly visual in-process inspections were performed with no related defects found. Previous batch #9273034 (p/n 305900) ¿ 22 x 1-1/2¿ ¿ matches the defect identified in the samples. Next batch #9273036 (p/n 305901) ¿ 25 x 5/8¿ ¿ does not match the defect identified. Sample evaluation: a strip of 5 safetyglide needles was received, confirmed to be from batch #9288716 (p/n 305917). The needle in the 3rd package was observed to have a black hub (22 gauge) and to be 1-1/2 inches long, versus the other four packages with green hubs (21 gauge) and 1-1/2 inches long. Mixed product was confirmed in the samples received. Scope of affected product: customer identified defects: 1. Customer qty: 165,500. Customer defective rate: 0.0006%. Batch identified defects: 1. Batch qty: 666,500. Batch defective rate: 0.0002%. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: current line clearance (lc) documentation is being updated to include separate verification by an independent verifier ¿ individual not involved with line clearance activities. The form is also being optimized to improve flow and reduce confusion for the operators performing the lc activities. Due date: (B)(6) 2020. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the information available today, potential root cause is likely associated with poor line clearance. The defect identified likely originated with the previous batch run on the packaging machine. It is possible the machine was not thoroughly cleared between product changes and one or few pieces from the previous batch became mixed in with the complaint batch. Rationale: corrective action will be implemented under bd canaan internal CAPA system # gen-2115-exp.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw was the wrong color. This was discovered before use. The following information was provided by the initial reporter: during set up of a packing order, a box of needles was being broken down ready to use when a needle was found which was the wrong colour.